Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the guidewire was stripped during removal. An amplatz super stiff guidewire was used during the procedure. However, during removal, the guidewire was stripped.